Event description:
It was reported by the biomed and rep the handpiece was used during a diagnostic laparoscopy. It was reported during the procedure a laparoscopic hook was attached and would not work. A second hook was opened and also would not work. The torque wrench and the test tip were both tried and the handpiece would not function. The case was completed by pulling a hp050 to complete the case without further problems. There was no consequence to the pt.